Event description:
It was reported that the cartridge was popping out of the pump, the pump had a bubble on the screen and starting to peel. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting.